Event description:
It was reported that a minicap transfer set ruptured which resulted in a leak. This occurred after a minicap was removed from the transfer set. The patient was instructed to place a betadine cap on the set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h6 and h11. H11: the actual device was not available; however, two (2) photographs of the sample was provided for evaluation. The photographs were reviewed and showed a broken occluder leg beneath the twist clamp confirming a leak through closed twist clamp. The cause of the damage could not be determined; however, exposure to foreign solvents, dyes, or cleaning agents that damage the transfer set during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.